Event description:
A report was received that the patient had frequent ipg charging and the device was depleting quickly. Database analysis revealed that the patient had poor charge- to-ipg coupling and the thermistor being triggered. The device revealed no anomalies. The patient also had muscle spasm at the ipg site that had been going on since the implant, and the physician could not determine if it was device related. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had frequent ipg charging and the device was depleting quickly. Database analysis revealed that the patient had poor charge- to-ipg coupling and the thermistor being triggered. The device revealed no anomalies. The patient also had muscle spasm at the ipg site that had been going on since the implant, and the physician could not determine if it was device related. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had frequent ipg charging and the device was depleting quickly. Database analysis revealed that the patient had poor charge- to-ipg coupling and the thermistor being triggered. The device revealed no anomalies. The patient also had muscle spasm at the ipg site that had been going on since the implant, and the physician could not determine if it was device related. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.